Manufacturer narrative:
Serial number was not provided. If explanted, give date: not applicable to date; however, a lens explant is planned. (B)(4). An attempt was made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a model zct600 intraocular lens (iol) was implanted in the patient¿s operative eye. Lens will be explanted due to a reported complaint of a power problem and a rotation problem with the iol. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be verified as product was not returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.